Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient reported that the device moves around a lot, moving below the incision and down into the armpit, and sometimes moving above the incision. The device remains in use. No patient complications have been reported as a result of this event.